Manufacturer narrative:
Product ID 3487a-56, lot# v250886, implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3487a-56, 46), implanted: 2009 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had her implant removed because she didn¿t need it anymore. The patient stated her brain injury healed on its own. The therapy worked well. The implantable neurostimulator (ins) was painful because she was so skinny. The patient had trouble sleeping with it, but the therapy worked for her. The patient was redirected to the repair department to donate her programmer and recharger. There were no device issues reported. There was no outcome reported. If additional information is received, a supplemental report will be submitted.